Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 417 mg/dl. The patient treated via insulin pump therapy. During troubleshooting the insulin pump was able to prime without incident. The drive support cap appeared normal. The cannula appeared to be straight. The insulin pump was not returned for analysis.